Event description:
A silicone 18 fr 5ml catheter was inserted. Upon inflation of the balloon and pulling catheter, the entire foley came out. The balloon appeared to be ruptured. Attempts at insertion was made 2 additional times but the balloon was ruptured these times as well. No harm to pt.